Manufacturer narrative:
Section h6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the battery came out from their muscle tissue on their right hand side and the electrodes are causing them some pain for about a month. Patient stated they lost some weight and the implant has moved, shifted and she can feel the ins flipping around. They don't have the controller any external devices to charge the implant or enter MRI mode. Patient spoke with medtronic representative (rep) and representative told her to call for one time replacement. Patient provided alternate address for shipping. Patient service reviewed process to order controller. Agent provided sunmed phone number, transfer patient to sunmed and emailed sunmed information. The patient was redirected to their healthcare provider to further address the issue. A replacement recharger telemetry module (rtm), belt, and ac power supply was sent out.